Event description:
The customer reported the endoeye flex deflectable videoscope displayed an e315 unsupported scope error message when connected to the video system. The issue occurred when preparing the scope for use in a therapeutic procedure. The procedure was delayed to replace the scope with a similar device. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. During device evaluation at olympus, it was found the complaint was not confirmed. Evaluation did find the adhesive around the objective lens was peeled, the bending section cover adhesive was chipped, the bending angel in the up direction did not meet the standard value due to wear of the angle wire, the image had white dots due to damage on the charged coupled device (ccd) unit, the label on the video connector was peeled, the video connector was cracked, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e316 and e216 scope image errors could not be determined, however, using fluoroscopy inspection, the investigation confirmed that the image sensor cable was buckled. It is likely that the output signal line was shorted due to the buckling, causing the image to disappear when angled. The cause of the sensor cable buckling was confirmed to be the result of damage to the curved rubber part. It is possible that the curved rubber part was inserted into the trocar at an angle, or excessive twisting or bending and a heavy external load was applied to the image sensor cable. Additionally, a definitive root cause of the observed objective lens adhesive peeing issue could not be determined, however, the issue was likely the result stress due to repetitive us, user handling/mishandling and or external factors. The cable buckling event can be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment inspection of endoscopic images check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing. The lens adhesive peeling event can be detected by following the instructions for use which state: chapter 3 preparation and inspection 3.3 endoscope inspection" as follows. Inspection of entire endoscope 6. Check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the tip lens. Olympus will continue to monitor field performance for this device.